Event description:
The patient reported to philips that while using the dream station 2 the device quit working. The patient alleged device not working, stating he woke up last and started coughing and realized that the device was smoking. And was using device when happened but does not feel that he was harmed just the coughing of the smoke. Device does not turn even turn on anymore after unplugging and plugging back in the device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.